Manufacturer narrative:
Testing of the pump indicated that volumetric infusion was high, pump was calibrated to resolve the issue.

Event description:
Information received indicates that during pm testing, volumetric infusion was high.